Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that after a revision, the patient's handset said "internal device has lost all data." The patient was redirected to their healthcare provider to further address the issue. The patient then abruptly ended the call, stating their rep was calling them.